Event description:
Additional information was received that the device was explanted and replaced to resolve the event.

Event description:
During an in-clinic follow-up, it was not possible to interrogate the device. No intervention has been performed. The patient was stable.